Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned; therefore, the event cause could not be determined.

Manufacturer narrative:
The pipeline flex device was returned for evaluation without the pushwire and catheter. The both ends of pipeline were found opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's report could not be confirmed as the returned pipeline was opened with damaged braid. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a giant unruptured saccular internal carotid artery (ica) aneurysm with pipeline flex, the physician observed that the distal end of the pipeline flex would not open. Proximally the device opened but the distal end would not open. The physician attempted to sheath and re-sheath the device twice however the distal tip would not open. The physician then re-sheath the device and remove from patient. It was replaced with another pipeline flex device which deployed successfully. Angiography result immediately post procedure showed immediate stasis of the aneurysm. No patient injury was reported as a result of the procedure. .